Manufacturer narrative:
(B)(4). Recall numbers: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported he had lost stimulation since (B)(6) of 2016. The patient was unable to communicate with the ipg using the patient programmer and charger. A sjm representative confirmed the issue. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2016 to explant and replace the ipg. Effective stimulation was restored post-operatively.